Manufacturer narrative:
The device was not returned for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro by the patient's family that the patient had passed away. The patient was at a care facility and suffered a broken hip, after which her health declined drastically. Nevro contacted the implanting clinic, which was made aware of the death but could not provide a cause of death.